Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 400 mg/dl, which was treated with manual injection and insulin pump. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Insulin pump passed displacement test and high pressure test. Customer was advised to monitor blood glucose and insulin pump.